Event description:
Nicu [neonatal intensive care unit] reported to biomed burning odor from pump when plugged into wall outlet in patient room. No visible sparking or flames reported. No patient or staff harm reported. Biomed secured both alaris infusion and ICU medical syringe pump from nicu and completed assessment. Alaris infusion pump did not have any evidence of physical malfunction, overheating, or burning. ICU medical syringe pump had noticeable charring where power cord connects to device, internal components near power cord visibly damaged due to heat. Evidence of fluid intrusion found within syringe pump. Power cord physically damaged, interior wiring visible. Cord cap retainer was securely in place. Biomed concludes that fluid intrusion in syringe pump around the cord retainer area cause burning smell and charring when ac power connected/pump turned on. This is consistent with previous pump issue investigations at our facility. Manufacturer response for syringe pump, medfusion 4000 (per site reporter). Intended to open ticket with manufacturer today.